Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller requested a manufacturer representative (rep) come out to patient's bedside to evaluate system per patient's request. Caller said patient has had some seizures which caused them to fall. Event date asked, unknown. Caller said it was possibly a week prior to when they were admitted on (B)(6) 2025. Since then, patient has had right leg pain and weakness along with stiff muscles. Agent reviewed option for patient to speak with ps to troubleshoot over the phone, but request continued to be to have rep come out. Agent transferred to nas.